Event description:
It was reported that the customer had a blank display after failing the battery test. The customer's blood glucose level was 90 mg/dl. Customer states the contacts on the battery cap are slightly dirty. Troubleshooting was performed, but display did not return a new battery cap will be sent to customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor,e consider this report complete to the best of our knowledge.